Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site as the power supply overheated components and smoke was emitted. After evaluation of the instrument, the cse discovered the power supply was faulty. The cse replaced the power supply and removed the old power supply controller and installed the cable from the new part. The system booted up and the cse performed the daily cleaning procedure. Later that day, the customer obtained errors on the instrument and the cse returned to the customer site. The cse discovered there was no power to the card cage/ mechanics of the system, and replaced the power supply with a new one, after which the instrument was operational. The cause of smoke being emitted from the instrument was a power supply malfunction. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the power supply of an advia centaur xp instrument. The operator powered off the instrument and unplugged it from the outlet. There was no fire in this event. There were no reports of adverse health consequences due to the smoke emitted from the instrument.